Event description:
Surgeon performed a carotid endarterectomy procedure. The shunt was tested with saline then inserted in the patient . The internal carotid balloon would inflate, but would not deflate at the end of the procedure. The endarterectomy was completed. No patient injury happened due to this incident.

Manufacturer narrative:
We have received the complaint device for evaluation and were not able to verify the failure. The device came with a separated (cut off) internal carotid inflation arm (lumen). Using a needle syringe, we were able to determine that all balloons were functional and performed (inflated/deflated) as intended. We could also confirm flow of the solution through the parts of the inflation lumen (the lumen was cut into pieces by the physician). No problem found. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packing processes. All to manufacturing and qc steps were completed in accordance to manufacturing and qc steps were completed in accordance to manufacturing instructions and we have not received any other complaints for devices from the same lot. Therefore, the root cause(s) of the incident is inconclusive. We also consider this incident as an isolated event. Please note not patient injuries happened due to this incident.